Manufacturer narrative:
Added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1620c120ee, serial/lot #: (B)(4), ubd: 27-jul-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient came for follow-up imaging and subsequently removed the cta disk from the hospital without reporting/decoding the images. The patient was then was admitted for elective hospitalization for observation a week later. The cta images were reviewed and a 70mm dilatation of aortic aneurysm sac was identified. Patient was discharged from hospital 5 days later. It was reported that the patient returned for elective hospitalization two weeks later to attempt embolization of the aneurysmal sac. Three days later, the patient underwent unsuccessful endovascular catheterization repair. The next day the patient underwent doppler and was then discharged. Per the sponsor, the cause of the event was related to the device and not to the procedure. As per the investigator, the cause of the event was not related to device or procedure. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: the endurant was implanted approximately 9 years previously and the cause of the event is unknown as per the investigator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the patient was electively hospitalized again on 2 months post the intervention procedure where it was noted the aneurysm had enlarged to 81mm. The patient was treated on with a surgical intervention and the event was confirmed as resolved. If information is provided in the future, a supplemental report will be issued.